Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during investigation, the pump powered on to a blank display. The keypad button response was not able to be tested due to the blank screen. There was moisture observed under the display lens. The keypad was removed and no contaminants were found under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. A leak test was performed and a battery compartment leak was observed. The pump was opened and there was moisture damage found on the cgm board, printed circuit board assembly, and keypad flex connector. During evaluation a test display was installed, and the display functioned properly. Also unrelated to the complaint, investigation revealed the u-groove in the pump case was cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1:date of submission 06/27/2016- correction: the date of product analysis previously reported was incorrect. The pump was evaluated on 06/24/2016.